Event description:
The customer reported they were receiving a 'therapy knob error', and x, short chirp. The issue could impact defibrillations. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.